Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms despite changing their infusion sets multiple times. The customer experienced blood glucose (bg) levels of over 500mg/dl and moderate to large ketones considered not dangerous or life threatening. Manual injections were administered to address the bg levels. The customer changed their pump supplies in order to resolve the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. The contact reported that manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported occlusion alarm was identified; however, a different issue was identified.